Event description:
It was reported that the recharger stopped working yesterday. They states the battery bars are scrolling up and down but the turn on button does not work. Agent asked if caller can place the charger on the docking station and caller states they does not have the docking stations with them. The issue was not resolved through troubleshooting. An email was sent to the repair department. See for the report of caller mentioned that this happened before with the same device about 3-4 months ago and they were sent a replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis of the wireless recharger wr9200 (serial #:(B)(6)) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the wr "broke down" twice, referring to the event described in the call summary and the previous event referenced in the call summary. The caller stated that the replacement wr the patient received as a result of this case has been working well. The caller mentioned that the patient will be going on a 3-week cruise and they were concerned about the wr potentially malfunctioning while they are on the cruise ship. The caller asked if we could loan them a wr which they would return once they are back home. Agent reviewed that we does not have a loaner program. Agent redirected the caller to the patient's hcp to discuss options.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.